Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: USA. It was reported that the patient had unitised progav1, prosa shunt removed because of mechanical failure of medical device. Surgeon, 2 physician's assistants and the sales rep had attempted to make shunt function with it was implanted but were unable to. Medical device was removed at replaced by a new device.

Manufacturer narrative:
The device was not returned for evaluation although attempts were made to retrieve it. No additional actions are required.